Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringe with bd luer-lok¿ tip a dark hair was found in the syringe. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that before use of the bd syringe with bd luer-lok tip a dark hair was found in the syringe. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A photo was received for evaluation. The photo showed hair inside the syringe therefore failure mode is verified. Operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed. No corrective actions required, defect rate within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the first complaint for the lot# 8165841 for the same defect or symptom.